Manufacturer narrative:
(B)(4) . Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Unique identifier (UDI) # - (B)(4). Concomitant product(s): a 115370, comp rvs tray co 44mm, 481840. Xl-115363, arcom xl 44-36 std hmrl brng, 159880.

Event description:
It was reported that a patient underwent an initial surgery. Subsequently, the patient was revised due to loosening and dislocation. No additional patient consequences were reported.

Manufacturer narrative:
The following report is submitted to relay additional information . The reported event is confirmed. The evaluation of the provided pictures confirmed the removal of the stem, tray and bearing. The images also noted no bony ingrowth; however, the implant was in-vivo for 2 months. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. The compatibility check noted no issues. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.